Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq4614 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (regq4614) have been reported from the same facility.

Event description:
It was reported by the customer, "I have a report of 3fr midline cracking open where line meets luer lock."